Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of inflammation is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a mildly left common femoral artery was attempted using a proglide device with a 6f sheath after an endarterectomy angioplasty interventional procedure. Reportedly, hemostasis was achieved; however the next day the patient experienced pain and redness around the area where the proglide device had been used, about 1 inch around the area. It was unsure if the reaction was due to the device nor if it was an infection. No medication was given to treat it but patient is in good condition. There was no prolonged hospitalization due to the reaction. No additional information was provided.